Manufacturer narrative:
(B)(4). It was reported that moderate calcification was noted in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.

Event description:
It was reported that after a stenting of an endoleak of the iliac artery, arteriotomy closure of a common femoral artery was attempted using perclose proglide devices. Reportedly, after advancing the knot to the arteriotomy, minimal bleeding continued. The suture of a second proglide device was deployed, but as the knot was advanced to the vessel, both knots with suture pulled out from the vessel. There was no damage to the vessel. Manual arterial compression was applied for twenty minutes to achieve hemostasis. It was believed that scar tissue was captured by the second knot. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.